Manufacturer narrative:
The field service engineer (fse) visited the hospital site and performed testing on the arm 3 of the system. Using test instruments, the fse also tested the vio 2.0 model electrosurgical generator for any issues. There were no issues during testing and the arms responded intuitively. Intuitive surgical inc. (Isi) has not received the permanent cautery hook (pch) instrument for failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted to the FDA once the failure analysis investigation has been completed and/or if additional information is received. The complaint is being reported due to the pch instrument arcing with no evidence or claim of user mishandling or misuse. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown or unavailable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure the customer had issues with the energy visible on the wrist of the permanent cautery hook instrument. The procedure was completed with no patient harm.